Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that less than one month after the dental implant was installed in intraoral region #5, its non- osseointegration was observed. In addition, the patient presented insufficient bone quantity/quality (bone type iii), 50 ncm of primary stability was achieved and immediate load procedure was performed.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that less than one month after the dental implant was installed in intraoral region 5#, its non- osseointegration was observed. In addition, the patient presented insufficient bone quantity/quality (bone type iii), 50 ncm of primary stability was achieved and immediate load procedure was performed.